Event description:
On (B)(6) 2020, the patient underwent endovascular treatment of a 53.2mm thoracoabdominal aortic aneurysm (taaa) using the investigational gore® excluder® thoracoabdominal branch endoprosthesis (tambe) and a gore® excluder® iliac branch endoprosthesis in the aaa1701 tambe pivotal study. No gore® tag® conformable thoracic stent graft with active control system was used in this procedure. On (B)(6) 2021, 12-month follow-up CT imaging revealed a type ii endoleak. The maximum diameter of the taaa was 49.1mm. No treatment was performed and the endoleak was monitored. No endoleak was observed on 24-month follow-up CT imaging on (B)(6) 2022. The maximum diameter of the taaa was 38.6mm. No endoleak was observed on 36-month follow-up CT imaging on (B)(6) 2023. The maximum diameter of the taaa was 40.1mm. On (B)(6) 2024, the type ii endoleak was observed on 48-month follow-up CT imaging. The maximum diameter of the taaa was not provided. On (B)(6) 2024, reintervention was performed. The patient's inferior mesenteric artery was coil embolized. The endoleak was deemed resolved. There were no further reported issues.

Manufacturer narrative:
Additional devices included on this report are as follows: catalog #ataa43120160c/ serial # (B)(6) / UDI # (B)(4) which is captured in manufacturer report #2017233-2024-05395. H.6. Investigation findings for analysis of production records: code c19 - the review of the manufacturing paperwork verified that the lots involved in this event met all pre-release specifications. According to the gore® excluder® iliac branch endoprosthesis instructions for use, potential device or procedure-related adverse events that may occur and/or require intervention or additional intraoperative procedure time include, but are not limited to, endoleak. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.